Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a left hepatectomy procedure, a newly opened ats45 and tr45w was used for transecting a bile duct and hepatic vein. The reload, tr45w was installed properly into ats45. When the surgeon did the firing, he needed extra force to fire and the firing trigger did not release. It seemed to be stuck and he needed to use extra force to open it. He could finally release the firing trigger and opened the jaw with the release button. Bile duct didn't transect properly and leakage was noticed. Staples were found to be malformed and attached on the bile duct. The surgeon had to use suture to tie up the bile duct. It was very difficult to tie it up because some of the staples are attached on the bile duct. No patient consequences reported.